Event description:
The customer reported a collimator iris pot error message during a procedure with patient involvement, therefore this malfunction may have resulted in a possible aro. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.